Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided.

Event description:
It was reported that implant (xifnt411) was removed due to fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 11.5mm (item # xifnt411) was returned for investigation along with the cover screw. Visual evaluation of the as returned product identified minor wear around the platform and drive feature, indicative of use, but no evidence of any damage, deformation, or the alleged fracture. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth # and was used for an unknown period of time.pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018051863). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018051863) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (xifnt411). Therefore, based on the available information, device malfunction (fracture) did not occur and the reported event was un-confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.